Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The physician reported that the pt expired. They noted that there was no info in their electronic medical records except that the pt was reported as deceased. The physician reported that the cause of death was unrelated to the implanted system. The device system was used to deliver baclofen.